Event description:
It was reported that during placement of a radial artery catheter, the catheter began to bend under the pt's skin. Resistance was met when attempt was made to remove catheter. After removal, tip of catheter was noticed t be missing. It was found lodged in pt's radial artery. Tip was successfully removed during interventional radiology procedure. Pt reported numbness in their thumb. There were no other complications.